Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was having a generator change for normal battery depletion and upon interrogation the device was noted to be in fallback/safety mode. The device is part of the safety mode recall; however, as the device was going to be explanted, the restoration tool was not used. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.